Event description:
The customer reported grainy images on the 9800 during a case. No patient injury was reported.

Manufacturer narrative:
The service rep could not duplicate the problem but noticed the half was not used. This option should be used on heavier patients. The rep spoke with a ge sales rep to arrange for training for the customer.